Manufacturer narrative:
Stairlift stopped on descent because it hit an obstruction. User was not wearing seatbelt and failed to swivel the seat to safely dismount. User's son reported that the user fell and sustained broken lumbar and bruises.

Event description:
Client was using the lift in the downward direction when the lift hit an obstruction causing safety edge to activate and stop lift. Client was not wearing seatbelt and did not swivel the chair to come out of the lift safely. Client missed a step and fell onto the kitchen floor. Client's son reported that the client broke his lumbar and sustained bruises; however, no evidence of these injuries were reported or visible upon investigation.